Event description:
Follow up information received reported that the replacement of the patient's ins system was scheduled for (B)(6), 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported, the patient was supposed to have a revision/replacement surgery the date of this report in which the extension and/or the lead was going to be replaced. It was noted, the patient's implantable neurostimulator (ins) was also going to be replaced, but the surgery was canceled due to the patient's high blood pressure. The patient only had one active quad lead at the time. It was noted the patient would have surgery in the future to replace her devices. No patient symptoms or injuries were reported related to the event. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l34513, implanted: (B)(6) 1994. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).

Event description:
Additional information stated that the patient's stimulation did not work "like it had in the past" not long after a fall. It was stated that high impedances were noted on electrodes one and four. It was also stated that the patient's lead was tested intraoperatively and it was found that the lead was the source of the problem. It was noted that the entire system was removed and the lead was replaced. It was also noted the patient's battery was nearing end of life so it was replaced at that time. There were no patient symptoms or injuries related to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 3888-28, lot# l34513, implanted: (B)(6) 1994, explanted: (B)(6) 2013. Product type: lead: product ID 3888-28, lot# l34513, implanted: (B)(6) 1994, explanted: (B)(6) 2013. Product type: lead.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient did not feel stimulation, but it was unknown when this began. Impedance measurements showed readings >3600 ohms on electrode #9 and #11. The implantable neurostimulator (ins) was programmed around the indicated leads and the patient received stimulation coverage. The patient noted that when she stood up, stimulation felt more intermittent than when she was sitting. Additional information was requested but was not available at the time of this report.